Manufacturer narrative:
All buttons were functioning properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 214 mg/dl. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. It was advised to revert to a back-up plan. Nothing further was reported.